Manufacturer narrative:
One cardiomems i3 patient electronic system was returned. The reported error 05 was confirmed. Due to error 5 not being observed with error 5 exploratory test software and i3 boot and reading cycling tool, the root cause was concluded to be the printed circuit board.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. Troubleshooting may resolve the issue.